Manufacturer narrative:
The investigation could not determine a specific root cause. As only one sample was affected, a systematic or instrument error was excluded.

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 137 mmol/l, initial potassium result was 5.7 mmol/l and initial chloride result was 100 mmol/l. All initial results were accompanied by data flags. These results were reported outside the laboratory. The customer then ran an "osmo" test and questioned the result as it did not agree with the ise results. The customer repeated the sample and the sodium result was 122 mmol/l, potassium result was 4.1 mmol/l and the chloride result was 89 mmol/l. The customer stated she repeated the sample multiple times in a cup and from the primary sample tube. These results were the same as the lower repeat results. No specific data was provided. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative could not determine a cause. He checked the ise sipper and reagent probe alignment, checked the sample probe and cuvette washing. He ran an ise check, qc and precision testing with result within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.